Event description:
It was reported by the customer that the pyxis medstation system had a drawer failure. The customer had tried to recover the drawer, but the issue persists. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer 3.2 failed due to the broken plunger spring. A field service engineer replaced the plunger spring to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.